Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) was started on duopa therapy using percutaneous endoscopic gastrostomy (peg) tube. Report indicated that the went to the emergency room with stoma site pain, stoma exudate and vomiting and was admitted. Patient was started on unspecified broad spectrum antibiotic therapy for stoma infection. On (B)(6) 2016, the patient was discharged and antibiotic medication was completed on (B)(6) 2016. Stoma infection is recovering.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.